Event description:
Alleged event: that drainage of the balloon required significant challenge. Several attempts were made to drain the balloon using a syringe. Med intervention was not required. Product was not tested pre-use. The patient's condition is fine.

Manufacturer narrative:
The device has not been returned to the MFR at the time of this report. The MFR will continue to monitor and trend related complaints.